Event description:
Reporter indicated that vns pt has experienced bouts of nausea and vomiting since 2 or 3 weeks after electively undergoing revision surgery to revise the placement of the generator. The bouts of nausea and vomiting reportedly occur approximately every 2 or 3 weeks and last anywhere from 4 days to 1 month. The pt has been hospitalized and treated with IV zofran. The pt has reportedly undergone several diagnostic gi tests that were negative.